Event description:
Received call from ethicon that on 6/28/99, dr did a laparoscopic cholecystectomy, during oepration, ethicon clips were applied. MFR now informs hosp that the ethicon clips had failed and pt required additional surgery at another facility.